Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was at a follow up and when the device was interrogated the patient went asystolic. When the wand was removed the patient was okay. The physician did the same thing with the same results. The device threshold report was 2.5 volts and the device was set to 1.3 volts. The device remains implanted at this time.